Manufacturer narrative:
Na.

Event description:
The caller reported that the result of 2.6 inr was obtained on the patient with a coaguchek xs meter (serial number (B)(4)) compared to the lab result of 2.0 inr. The patient did not receive any treatment. The coumadin dose was not changed based on any of the results. It was noted by the caller that one of the technicians forgot to switch the code key when using a new lot of strips. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. There was no special or unusual diet reported. The patient's therapeutic range is 2.0-3.0 inr. The patient's current condition is unclear as the patient has since gone to the hospital for cancer treatment unrelated to the inr results. There was no adverse event. The suspect product was requested to be returned however the customer no longer has them to return. The replacement product was sent.

Manufacturer narrative:
The customer did not return any product and therefore no investigation was done.